Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g1, h2, h4, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-jun-2022 to 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident the device's logs showed event ID 1002 "application hang" in the event viewer logs of the station when the device unexpectedly stopped responding. A technical support specialist applied a hotfix to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding prior to the start of a procedure, causing a delay to patient care. Customer stated that there was no patient harm, and they did not remember the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed event ID 1002 "application hang" in the event viewer logs of the station when the freeze occurred. A technical support specialist applied a hotfix to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding prior to the start of a procedure, causing a delay to patient care. Customer stated that there was no patient harm and they did not remember the required medications. There were no adverse events or injuries reported based on this event.